Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed 31cm distal to the is-1 connector pin that the insulation was found squeezed and damaged. In this region the outer conductor coil was found fractured. These damages are assumed to be the root cause of the observed oversensing. Based on the characteristics, as well as the location of the mentioned damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing processes for the leads (sn:(B)(6)) were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this lead was explanted due to insulation damage. It was noted before the change out that the patient had slight noise presenting on ECG.